Manufacturer narrative:
(B)(4).

Event description:
It was reported " detect blood in tubing. So they attempted subcutaneous removal of balloon. When balloon was half outside they recognised the balloon was torn and stuck. Iabc was not coming out. They decided to snare it from contralateral side and they realised the catheter can not be completely pulled out from contralateral side. So the catheter was cut below balloon and part shared snared out from contralateral side and below part from ipsilateral". Additional informaiton states that the iab catheter was not replaced. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "blood in tubing" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " detect blood in tubing. So, they attempted subcutaneous removal of balloon. When balloon was half outside, they recognised the balloon was torn and stuck. Iabc was not coming out. They decided to snare it from contralateral side and they realised the catheter can not be completely pulled out from contralateral side. So, the catheter was cut below balloon and part shared snared out from contralateral side and below part from ipsilateral". Additional informaiton states that the iab catheter was not replaced. The patient's current condition is reported as "unknown".